Manufacturer narrative:
A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists embolism as a potential risk of aquablation therapy. No further information was provided regarding what caused patient to have pulmonary embolism. Patient was stable and discharged from the hospital. Based on the event details, plus a review of the DHR and IFU, the event is considered not to be device-related. A review of the device history record (DHR) was conducted for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review of the log files for this procedure could not be conducted as they were not provided. Three good faith efforts (gfe) were made to obtain the log files without success. If the log files are made available in the future, then this complaint will be reopened to conduct such a review. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications. Do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o embolism. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the patient experienced a pulmonary embolism (pe). It is unknown how the pulmonary embolism was treated. However, the surgeon does not attribute the procedure to the pe. The patient was on blood thinners and had diabetes before surgery. The blood thinners were stopped the week before surgery. No further information was provided about what caused the patient to develop the pulmonary embolism. The patient was stable and has been discharged from the hospital. No malfunction of the aquabeam robotic system was reported.